Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1837, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. She had issues with prolonged heavy bleeding and fibroids and was hospitalized in 2010. Flash forward a year and she had an ablation, tvt (transvaginal tape) sling procedure as well as the essure procedure done through in 2011. Post-surgery, everything was fine for about a year. She started experiencing recurring rashes in various places on body, excruciating periods accompanied by numbness and tingling in extremities and weight gain. When this started happening, she followed up with her primary care provider to get to the bottom of what was going on. She did not know if any of the procedures she had were causing this. She had several tests done to include CT scan, MRI, x-ray and none of these test revealed anything and the pain continued. The doctor prescribed her some pain meds and referred her to a gyn. The gyn gave her birth control pills to stop the bleeding and more pain meds. During this time the bleeding, numbness and tingling in her extremities, rashes, and pain became unbearable and got worse. It was during these visits that her doctor suspected that she had post tubal ligation syndrome along with fibroids, and heavy bleeding. She still could not determine why the numbness and tingling had occurred. She recommended a hysterectomy. As of (B)(6) 2015 she was awaiting approval on her surgery. This procedure caused a lot of heartache and pain. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had bleeding and pain after essure (fallopian tube occlusion insert) insertion. According to her, her doctor suspected she had post tubal ligation syndrome along with fibroids. A hysterectomy was planned. Post tubal ligation syndrome is unlisted in the reference safety information for essure, while bleeding (regarded as genital bleeding) is listed. Heavier and more prolonged menstrual bleeding and increased dysmenorrhea have been reported after female sterilization. Additionally, women with a history of tubal sterilisation who undergo endometrial ablation may suffer from post-ablation tubal sterilization syndrome. In this particular case, consumer had a previous history of fibroids and heavy bleeding. She had essure inserted and an endometrial ablation performed in the same year. Her previous uterine fibroids could be an alternative explanation for her bleeding and also the likely indication for the reported hysterectomy. However, although consumer did not relate the performed endometrial ablation to her post tubal ligation syndrome; since performing endometrial ablation following essure insert placement may increase the risk of post-ablation tubal sterilization syndrome; a contributory role of the suspect insert in consumer's symptoms cannot be totally excluded. As according to the report, the hysterectomy is planned also as treatment for consumer's post tubal ligation syndrome; this case was considered an incident (surgical intervention will be required). In addition, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued (case was identified during health authority website monitoring).

Manufacturer narrative:
Ptc investigation result was received on 06-dec-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event (s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had bleeding and pain after essure (fallopian tube occlusion insert) insertion. According to her, her doctor suspected she had post tubal ligation syndrome along with fibroids. A hysterectomy was planned. Post tubal ligation syndrome is unlisted in the reference safety information for essure, while bleeding (regarded as genital bleeding) is listed. Heavier and more prolonged menstrual bleeding and increased dysmenorrhea have been reported after female sterilization. Additionally, women with a history of tubal sterilisation who undergo endometrial ablation may suffer from post-ablation tubal sterilization syndrome. In this particular case, consumer had a previous history of fibroids and heavy bleeding. She had essure inserted and an endometrial ablation performed in the same year. Her previous uterine fibroids could be an alternative explanation for her bleeding and also the likely indication for the reported hysterectomy. However, although consumer did not relate the performed endometrial ablation to her post tubal ligation syndrome; since performing endometrial ablation following essure insert placement may increase the risk of post-ablation tubal sterilization syndrome; a contributory role of the suspect insert in consumer's symptoms cannot be totally excluded. As according to the report, the hysterectomy is planned also as treatment for consumer's post tubal ligation syndrome; this case was considered an incident (surgical intervention will be required). In addition, non-serious events were reported. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued (case was identified during health authority website monitoring).